Event description:
It was reported that the patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure is being planned due to broken liner, but no revision has been performed to date. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.

Manufacturer narrative:
Additional information was received on june 30, 2014 indicating a revision surgery had been performed on (B)(6) 2014. Item and lot number details were also received. All information pertaining to the item has been included in this supplemental report. Item identification showed the item was manufactured at the (B)(4) location instead of the biomet (B)(4) facility. All information related to manufacture site has been updated in this report as well.

Event description:
It was reported that the patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure is being planned due to broken liner, but no revision has been performed to date. No further information has been received. Additional information was received june 30, 2014 indicating a revision procedure had been performed on (B)(6) 2014 due to fracture of the acetabular liner.